Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU). IFU states the detection method in pcf-h170l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects inside the air/water nozzle there was no patient involvement.